Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found both the plunger clamp and tip clamp clean, in the reported problem area of the pipette assembly. Customer had performed a collet cleaning prior to the arrival of the field enginieer. The instrument was inspected, tested without further problem, and returned to expected operation.